Manufacturer narrative:
H3, h6: the real intelligence cori, part number: rob10024, serial number: (B)(6), intended for treatment was not returned for evaluation. Images were provided. The reported problem was confirmed with a visual inspection. A visual inspection of the images was conducted and confirmed that a microsoft visual c++ error occurred. Also, the application exited unexpectedly and no data about the patient was saved. System log files or screenshots were not provided for investigation, as such a thorough investigation could not be performed. Should screenshots or system log files become available, the case can be reopened. A complaint history review was performed by part number and no similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed through a visual inspection, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a real intelligence cori assisted tha surgery, went to the cup navigation screen, the pelvis and impactor array were visible but no cup orientation was displayed. Went to measure the cup orientation with the point probe and a microsoft visual c++ error notification occurred. I hit ¿ignore¿ and then notification popped up saying that the application quit unexpectedly and asked to restart. I hit ¿no¿. It brought me to the pre-case settings, the same patient was still selected but no data was saved, it didn¿t remember the asis distance or any of the registration points. The surgeon was forced to bail to manual. Not having navigation, he had to use a lipped liner. Case was completed manually, after a non-significant delay. No injury was reported as a consequence of this issue.